Manufacturer narrative:
The reported events of twisted insulation and low pacing lead impedance were not confirmed. A full lead was returned in one piece for analysis. Electrical tests, visual and x-ray examination were normal with no anomalies found.

Event description:
It was reported that during the placement of the right ventricular (rv) lead at initial implant procedure, its insulation was twisted. A drop in pacing impedance was also observed. The rv lead was not implanted and an alternate near at hand was implanted on 29 jun 2024. Patient condition was stable.